Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a sensor warm-up restart without intervention. No additional patient or event information is available. Data was provided for evaluation. The reported event of sensor warm-up restart without intervention was confirmed via data. The root cause could not be determined.